Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a male pt with chronic renal failure had a cannon catheter inserted in the operating room in september 2010 via the right internal jugular. The dialysis staff in the national renal care unit noticed the catheter had bubbles on the surface of the mfg material about a week ago. The pt came in for dialysis on (B)(6) 2011 and there was blood leaking from the external proximal part of the catheter. On closer inspection, they saw that one of these bubbles (which they noticed a week ago) had burst open and was now leaking blood. The dialysis was delayed while the md repaired the catheter in the unit by cutting away 5 cm of the proximal part of the catheter which connects to the external hub. He connected a new replacement kit. The catheter was now fully functional and dialysis took place as planned and was not compromised in any way. There was no pt death, injuries or complications.